Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted the xience alpine everolimus eluting coronary stent system electronic instructions for use states: prior to deployment, reconfirm the correct position of the stent relative to the target lesion using the radiopaque balloon markers. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal right coronary artery (rca). A 3.0x28mm xience alpine rx stent delivery system (sds) was advanced toward the target lesion and got caught on plaque; however, the alpine was able to continue to the target lesion. Then, the stent was prematurely deployed by the physician. The alpine was removed without resistance from the patient anatomy and it was noted during change of guide wires that the stent remained partially in the target lesion. A 3x38mm xience alpine stent was advanced and used to crush the 3x28mm alpine stent in the rca against the vessel wall. There were no other issues noted with the 3x38mm alpine. Reportedly the stent was placed in part of the target lesion so the target lesion was not fully covered. Thus, a 3.5x12mm xience alpine was inserted over an unspecified guide wire and it was noted that the stent was too short; thus, the device was removed and replaced with a 3.5x23mm xience alpine stent. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.